Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to high capture thresholds measurements and failure to capture. It was thought a dislodgment may have occurred, but with x-ray it was confirmed that this lead was completely retracted. This supposedly happened post insertion of this lead. The physician commented that he may have over torqued the helix at the implant procedure. This lead was then successfully extended and repositioned with great testing numbers. No additional adverse patient effects were reported.